Manufacturer narrative:
Product analysis : corrected from "there was a bend to the capsule" to "there was a bend to the stability shaft." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule fully closed. The capsule appeared intact with no evidence of damage. There was a bend to the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolut fx 26mm valve was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the actuator, the valve deployed with a crown overlap to node 2 and with the valve paddles fully releasing from the spindle. The reported event for difficult to deploy could not be confirmed in the analysis. The reported event for paddle hang up could not be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve and delivery catheter system (dcs) did not contribute to the vascular injury.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Iit was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a bent abdominal aorta, access was obtained using a 18 fr introducer sheath and a stiff non-medtronic guidewire was placed on the contralateral side to lengthen the vessel. As the delivery catheter system (dcs) was advanced, the device became a stuck in the region of the aortic arch and the torque was taken up by the bending of the abdominal aorta. The dcs was able to pass after pulling and creating tension with the guidewire. The valve was deployed to 80% and fully released once the physician determined adequate positioning. During the deployment of the valve, even after fully turning the handle, the paddle on the lesser curvature did not detach. Attempts to resolve the issue included pushing the catheter, moving the wire, and moving the capsule in the recapture direction, but the paddle on the c-mark side still did not detach. Meanwhile, the patient's blood pressure dropped. The dcs was left in place as medication was administered to control blood pressure. Pericardial effusion was confirmed via fluoroscopy, and confirmed via echocardiogram. There was a small amount of pericardial effusion before the surgery, but it was observed to be increasing. Subsequently, pericardiocentesis was performed due to hypotension, although paddle still could not be removed. This temporarily restored blood pressure, and it was back to the attempt of taking off the stuck valve paddle. When the dcs was moved in the recapture direction again to detach the paddle, the paddle detached at the moment the capsule hit the paddle attachment. At that time, the patient's blood pressure was already 40/18 mm hg. It was determined that the bleeding site could not be identified, so thoracotomy hemostasis were performed. The thoracotomy revealed that the bleeding site was the left ventricular wall. Per the physician, the catheter used for crossing the valve was facing slightly toward the side wall due to bending of the abdominal aorta. Although attempts were made to change the direction of the catheter, it was difficult to do so. The physician judged that the guidewire was inserted as it was, which led to the perforation of the left ventricle.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26, (serial: (B)(6) ); product type: 0195-heart valves; implant date: (B)(6) 2025, product ID l-evolutfx-2329, (lot: 0012311969); product type: 0195-heart valves; implant date: (B)(6) 2025, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: d4. Full UDI was added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a ventricular rupture was confirmed.

Manufacturer narrative:
Image review: one media file was provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bend in the abdominal aorta. Regardless, transfemoral access was still used for the procedure and after difficulty advancing the delivery catheter system was encountered and guidewire manipulation was needed to advance the system. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. The media file provided shows that during the final release of the evolut, one of the paddles remained stuck to the delivery catheter system after full expansion of the valve. This is not an uncommon occurrence and per medtronic best practices, if paddle hang up occurs: gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off spindle (turn delivery system knob in the opposite direction of deployment to advance capsule). Evidence supports that after advancing the capsule, the paddle released from the paddle attachment as two paddles can be identified. The media file also shows an abnormal appearance of the guidewire in the left ventricle. Medtronic recommends maintaining control of guidewire throughout procedure to ensure stable deployment and prevent injury to the ventricle wall: for all wires with a transition point, ensure transition point is held above the apex and pointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. It was reported the patient had a preexisting pericardial effusion that worsened during the procedure and pericardiocentesis was performed and later a thoracotomy confirming left ventricular perforation. Images of the pericardial effusion were not provided for review. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.